Event description:
It was reported that the device was used during a video laparoscopy procedure, the locker broke. Another instrument used to complete the case. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.